Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. The diamondback coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention. Csi ID: (B)(4).

Event description:
During a procedure, a coronary diamondback orbital atherectomy device (oad) was used to treat a lesion located in the distal left main artery. The oad was tested outside of the body and then was advanced to the left main lesion using a femoral approach. The oad was operated twice on low speed for twenty seconds, with angiograms performed in between each pass and no issues noted. The patient was hemodynamically stable at this time. The oad was operated on high speed for fifteen seconds, with no issues or audible indications with the device observed. An angiogram was performed and revealed a perforation in the left main artery. The patient still had stable hemodynamics. During removal of the device, the wire was inadvertently pulled and wire access was lost. The patient went into ventricular tachycardia and coded. The patient was stabilized with the use of cardiopulmonary resuscitation, three uses of shock therapy, epinephrine, vasopressin and amiodarone, and an echocardiogram was performed. Pericardial access was also attempted during this time, but it was confirmed there was no effusion. Afterwards, the wire was unable to advance back into the left main artery to place a stent, and balloon angioplasty was performed to tamponade the perforation. The patient was sent to the cardiac intensive care unit for monitoring and was reported to be in stable condition.